Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in clinic after receiving an alert. Upon interrogation the left ventricular lead exhibited high impedance. The lead was explanted and replaced. The lead was discarded and would not be returned. No patient symptoms were noted.